Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion appears to be related to patient condition (pre-existing pericardial effusion). The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14 amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels was after heparin: 363 and 344; after protamine: 181 and 182. Post implant, after procedure was completed (before general anesthesia was reversed), the physician performing transesophageal echocardiogram reported small pericardial effusion, reported as not seen at baseline. The physician performed pericardiocentesis and pulled small amount of serosanguinous fluid. Later it was determined that patient had existing small pericardial effusion, per computed tomography (CT) scan report from (B)(6) 2024 but not noted by anesthesiologist at baseline tee prior to procedure. The patient is stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information